Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. This complaint is due to the distance between the laterals on the commode not being made to specifications.

Event description:
The commode allegedly broke as patient was sitting upon it. The nurse allegedly caught patient before they fell too far.